Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had been having unexplained high blood glucose. Customer's blood glucose was 600 mg/dl. Customer had changed the set three times due to high blood glucose. During troubleshooting, customer's mother was assisted in performing the high pressure test, the test passed. After troubleshooting, customer as advised to monitor the insulin pump and follow up with their healthcare professionals regarding the unexplained high blood glucose. Customer will not be returning the device for analysis.